Manufacturer narrative:
The device was received with a (B)(6) high energy alkaline battery installed. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08750 inches. Device uploaded properly using carelink. Device had minor scratched display window, scratched case, broken belt clip rail, cracked battery tube threads and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. The initial report and or supplemental report had the incorrect aware date. The correct aware date is february 7, 2020. The information that provided in section date of incident with the initial report was incorrect. The correct information has been included with this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2020.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2020 due to diabetic ketoacidosis. The cause of death was respiratory issues and pneumonia. The caller stated that the customer had cancer and pneumonia that may have led to the customer's passing. The customer¿s blood glucose was 370 mg/dl at the time of admission. The customer was wearing the insulin pump at the time of death. The customer was not using sensors at the time of passing. The caller agreed to return the insulin pump for analysis.